Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. During evaluation, it was found that the wheel shaft was broken from the base structure of the machine. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the base assembly which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a wheel on an ak 96 dialysis machine was broken. This issue was observed during setup prior to patient use. There was no patient involvement. No additional information is available.